Event description:
On (B)(6) 2025, grifols customer a.o. Osp.civ. (B)(6) reported a non-reactive result in ultrio elite ml 709257 for a sample that was nat reactive with roche. The donor plasma originally tested reactive on roche and tested serology negative. Four days later the same donor control sample tested nonreactive on ultiro elite, tested reactive on roche, and tested serology negative. The customer screens with roche and ultrio elite on alternate days. The plasma donation was not used. The result from the control sample is a potential false negative result in the ultrio elite assay. Remaining sample volume was sent to gds (B)(6) for investigational testing. Testing summary: collection 1 (B)(6) 2025: sample (B)(6) (primary tube). Nat: roche reactive, reactive. Serology: hbsag and core negative. (B)(6) 2025: sample (B)(6) (plasma bag). Nat: roche reactive. Serology: hbsag and core negative. Collection 2 (B)(6) 2025 sample (B)(6) (donor returned and provided a control specimen) nat (B)(6) 2025 ue ml 709257 nonreactive s/co 0.05 (B)(6) 2025 roche reactive serology: hbsag negative remaining sample volume for the following samples was received by the manufacturer for quantification. (B)(6). An investigation is ongoing for the discrepant hbv result. Remaining samples were sent to the manufacturer for further evaluation. A review of the quality control data for ultrio elite ml 709257 was performed. There were no related quality events found for this lot/batch of product and the product met all release criteria. Follow-up information for this report will be provided when available.